Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The screen dumps of the failed flow transducer test and the pressure transducer test difference of 5cmh20 were provided from the customer for this complaint. The complete logs and the current status of the ventilator were requested but not provided. We have not received any information about a part replacement. Due to lack of information, the root cause of the reported event could not be found. H3 other text : 4117.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).